Event description:
Customer called to report the pump had a no delivery message on display without an audible tone. Troubleshooting was performed. The no delivery message was diplayed without any audible tone. Device was not dropped, bumped or exposed to moisture.